Event description:
A customer reported that an erroneous, elevated sodium (na) result was generated on a unicel dxc 800 synchron system for one patient sample. Beckman coulter inc. Assessment of customer supplied data indicated that upon multiple repeat on other instruments, the repeat results were lower and considered valid. The customer provide additional analyte results for this patient, however none were in question as part of this event. The erroneous elevated na result was reported from the laboratory and the patient was admitted to the hospital. It is unknown as to whether the patient was admitted to the hospital based upon the erroneous na result. Additionally, the patient was administered saline. There were no issues with instrument na quality control (qc) results on the date of the event. The sample was collected in a lithium heparin tube, and was a fresh sample at the time of testing.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced the ratio pump and the electrolyte injection cup assembly. Upon completion of the necessary and verified repairs, the instrument was returned back into service. Beckman coulter inc. Issued a customer notification in associated with the cause of this event. The issue was investigated and corrective action was initiated.